Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received an external flash error alarm. Customer's blood glucose was 8.2 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, unexpected restart, off no power and self tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to a compromised force sensor system alarm. All operating currents were within specification. Unable to verify the alarms due to the motor error alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case and a cracked display window.